Manufacturer narrative:
Patient information was unavailable from the site. Onsite investigation was preformed and the field rep suspected that the computer was the cause of the reported event. Replacement of the computer resolved the issue. No further issues were reported. Analysis of the returned computer could not confirm the reported failure as the issue could not be reproduced during testing. A full system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that while in a functional endoscopic sinus surgery (fess), the system became unresponsive when they were scrolling through the exam. They rebooted the system, but then it was stuck on the medtronic logo screen. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome.

Manufacturer narrative:
The analysis on the suspect computer for the navigation system was completed. Testing found multiple bad sectors on the hard drive of the computer. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.